Event description:
During a thyroidectomy procedure, the stud broke off hand piece. No pt consequences.

Manufacturer narrative:
H6: information anticipated, but unavailable at this time. 510(k) number is k002906.